Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted and replaced due to the high impedance advisory. Additionally, a related non-bsc lead was explanted due to high, out of range impedances greater than 2500 ohms. It was noted that the patient is pacemaker dependent. No additional adverse patient effects were reported. This device is not expected for return.